Event description:
According to the reporter: when the operator applied the instrument, no clip came out. The instrument cut the vessel which resulted in some blood loss. The pt sex, details and procedure type were not reported.